Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue; up arrow, down arrow and ok buttons. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #1: date of submission 06/09/2015.device evaluation: the device has been returned and evaluated by product analysis on 05/28/2015 with the following findings: on investigation, the keypad cover was intact without damage. On testing, all the keypad buttons demonstrated normal response. Investigation did not duplicate the complaint. The keypad cover was removed for further investigation and did not reveal any evidence of damage, defect or contamination of the button contacts. Unrelated to the original complaint, the display was noted to be dim, faded and discolored.